Manufacturer narrative:
Imaging was performed during troublshooting and found no obvious physical damage to the implanted components. Additional images were performed just prior to removing the device and the lead was observed to be fractured directly under the center of the femur. The patient has a history of above knee amputation on the same leg that the nalu system was treating. The patient utilizes an electric wheelchair and has caregiver assistance for transfers. Per the patient, the caregiver and mobility levels have been consistent since the implant of the nalu system and there have been no events that are likely to have caused or contributed to the lead fracture. The explanted portion of the system was not retained for return to the firm. There is insufficient information available to draw any conclusions as to a specific cause of the lead fracture.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat right lower extremity pain. The implantable pulse generator (ipg) was placed in the right anterior thigh, with the implanted leads targeting the sciatic nerve. On (B)(6) 2025 the patient contacted nalu product support to report reduction in pain relief. Per the patient, the change in therapy occurred approximately (B)(6) 2025. The system was assessed while remaining implanted and was found to have open circuit impedance readings on all contacts of one of the leads. On (B)(6) 2025 the patient was brought in for a surgical revision. During the procedure the physician was unable to fully remove the entire fractured lead. The proximal end was removed while the tined portion on the distal end remained in the patient. The physician chose to conclude the procedure at that point and a second procedure will be planned at a later date to complete removal and implant a new system.